Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the device's user interface pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. This device is a physio-owned service loaner and was returned to the loaner pool. Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to a cracked and shorted capacitor, designator (B)(4).

Event description:
While inspecting a loaner device, a physio-control representative observed that the device had a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.